Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly self-activated. It was further reported that the needle bent during the procedure. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The cannula self-activated during the drop test. X-ray revealed incomplete cannula tang engagement and disassembly revealed a bent right bumper. Therefore, the investigation is confirmed for the identified cannula self-activation. However, the investigation will remain inconclusive for the alleged stylet self-activation issue as functional testing could not be completed due to the identified failure. The investigation is also unconfirmed for the reported bend as no anomalies were noted with the needle. The identified bent right bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021).

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. It was further reported that the needle bent during the procedure. There was no reported patient injury.